Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed that there was no history of repair of the product in question for the past year. The investigation was completed by the legal manufacturer and it was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be blacked out in the 180 series scopes). The design of the dr board was changed on april 16, 2018 and the countermeasure shipped after june 14, 2018 the concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Since this device was manufactured before the countermeasure by the operational amplifier circuit design change of the dr board, the potential cause of the no image displayed issue occurred by the failure of the operational amplifier. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. Upon inspection and testing, the image malfunction was confirmed due to faulty patient board set causing no image with 180 series type endoscopes. Additionally, there is a moisture stain on front panel. A software upgrade to the latest version is recommended. The device was repaired and returned to the customer. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that "the endoscope was not giving an image in one room using the evis exera iii video system center" during an unspecified event; when plugging in a pediatric endoscope, there is just a blank screen, just a little bit of light going through it. The video system will be returned for service. No patient injury or harm was reported.